Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and that the customer received continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the malfunction alarm and error were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 280 mg/dl.